Manufacturer narrative:
The insulin pump was received suck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Also moisture damage was found on the mother board and vibrator motor. Unable to perform the excessive no delivery and occlusion tests due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The low reservoir alarm feature functions properly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer received a motor error alarm while rewinding the insulin pump. Customer's blood glucose was 459 mg/dl. Customer has been treated with manual injections. The mother reported possible moisture exposure to the insulin pump. Customer also stated they were unable to complete the rewind sequence due to the motor error alarm. It was also found the motor error alarm occurred after the display went blank. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.